Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that for the past three to four months the ok buttons and required multiple hard presses to elicit a response. The reporter stated that today they noticed the rubber was ripped over the ok button. There is no adverse event associated with this complaint. The reporter confirmed that there was no moisture to the pump. There is no reported adverse event with this complaint. This report is being made due to the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn at the ok button. All of the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts and the down and ok button contacts were found to be inverted.